Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak in the bottom of the cta (closed tube aliquotter) surrounding the wash buffer reservoir of unicel dxc 600i synchron access clinical system. The customer was wearing ppe at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the filter on the output tube from the buffer canister was cracked and leaking. The fse replaced tubing and filter. The fse primed the instrument and no further leaking was observed. As of (B)(4) 2011, the customer had not contacted bec with requests for further assistance on this issue. Bec internal identifier for this complaint is (B)(4).